Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'air in line' which were verified through a review of the event history log but not reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed calibration and out of specification ultrasonic sensor's upper sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.